Event description:
Dialysis facility has reported that in 2006 treatment was initiated at 0710 without any difficulty. At 930, bp,148/82, pulse 82, patient was alert with no complaints. A few seconds later the patient care technician looked over at the patient and noted that he was unconscious, bp 106/80, pulse 91, ns initiated, 500cc ns administered and bp 107/69 and patient remained unresponsive. Respirations agonal, no carotid pulse, AED applied. After analysis reassessed patient for respirations and pulse. Respirations remained angonal and no pulse. At this time, the rn compressed the patient's chest x2 and the patient responded by jumping up to a sitting position in the chair. A total of 1500cc of ns adminstered during the event. Patient alert and responsive at 940, bp 157/84, pulse 88. Emt's arrived at 0945 and the patient was transferred to the local ER via ambulance. Sample is available for evaluation.